Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device could not be released from the delivery catheter after fixation. The device was retrieved and the implant was abandoned. There were no patient consequences.